Event description:
Pt's history unavailable. Was brought to operating room on (B)(6), for revision of "malfunctioning" penile prosthesis, per md notes. The operative note indicates that there was a failure of "one of the tubes" and a "reservoir" failure, or "hole" in reservoir. Identification and numbers on the explanted device were as follows: mentor companion 60cc, (B)(4) and (B)(4) (retrieved from implant).